Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. The 99% stenotic lesion with moderate calcification was located in the moderately tortuous distal left anterior descending artery. The physician advanced the 2.5 x 15 mm maverick2 balloon catheter to lesion and on the first inflation, inflated the balloon to 6 atms and the balloon ruptured. The device was removed intact. There were no pt complications. The procedure was successfully completed with a non-bsc device. Pt's status is reported as "fine".

Manufacturer narrative:
Pt over 18 yrs. Device eval: the complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed. (B)(4).